Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report

Event description:
As reported to coloplast, though not verified, the patient with this device required a cystoscopy. Intraoperatively suture found in bladder during cystoscopy at the end of the procedure. Suture was cut and mobilized, freeing the bladder with no evidence of any further problems within the bladder wall.